Event description:
The customer reported that there was no power to the unit. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The isd pc2 printed circuit board was replaced. The sys was tested and found to be working as intended and put back into svc.